Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
Based on the operative report provided, the explant was due to perforation of cusp and regurgitation. No other details provided. The explanted device has not been received by edwards for evaluation. Therefore, the reported cusp perforation and regurgitation cannot be confirmed or evaluated. However, based on the provided 'disposition' diagram in the operative report, it is likely that it was due to suture tail abrasion. Suture tail abrasion is caused by inadequate placement of knots which leads to perforation of the leaflet over time, and is related to surgical techniques. Per product's IFU, 'caution: because the top of the suture ring is flush with the outflow of the carpentier-edwards s.a.v. Bioprosthesis model 2650, it is important to tie the suture knots at the extreme outer periphery of the suture ring to avoid any contact between the suture tails with the leaflets during systole.' There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.